Event description:
No pacing or capture of the ventricular lead was reported in a pt with third degree av block. Entire system was changed, but the leads were not returned. Upon explant, there was no visible lead defect, but there was old blood inside the connector block.